Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During two routine hemodialysis treatments on consecutive days, arterial pressure alarms occurred which could not be resolved. Low venous pressure alarms occurred indicating likely clotting of the extracorporeal blood circuit. Rinseback was not performed due to the clotting resulting in an estimated 190cc blood loss for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem was found with either of the cartridges returned for evaluation. Facility staff attributed the reported alarms to operator error and are providing additional training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.